Event description:
Boston scientific received information that right atrial (ra) lead impedance measurement was greater than 2,500 ohms. The right ventricular (rv) lead displayed increased pacing threshold measurements of 3.3v at 1ms. A revision procedure was performed and the ra and rv leads were surgically abandoned and replaced. The device was nearing elective replacement indicator (eri) and was electively explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.